Event description:
Customer reportedly obtained a result of 17mg/dl and 191mg/dl within 6 minutes on the same device. Customer ate breakfast after receiving result of 17mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.